Event description:
The customer received a blood glucose reading of approximately 200mg/dl on the contour next link meter, re-tested on a different meter and the readings were 80-120, and 140mg/dl. The differences between the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.